Manufacturer narrative:
Additional information added; b.7,& d.10. Correction; h.6. (Patient code) the customer¿s report that the pcea tubing was leaking was confirmed. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, fractures, kinks, holes, and tears in the tubing and its components. Functional testing was performed and small droplets were observed at the engagement between the tubing and the inlet port of the male luer ¿patient hub¿. The set was then pressure tested and the set leaked at the noted leak location. No other leaks were observed. Further inspection under magnification revealed some solvent channels at the exterior tubing and interior male luer surfaces that seemed more evident along the area of the yellow stripe of the microbore tubing although there are multiple contributing factors, the predominant root cause is improper solvent application due to inadequate maintenance of the solvent dispenser and an improper holding time. This creates an inadequate interaction at the affected engagement that can lead to leaks after sterilization.

Event description:
It was reported that the pcea tubing was leaking near the connection to the line in the patient. The connection was reported tight and the medication dripped out of the tubing onto the patient's pillow. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Not hispanic/latino. White.

Event description:
It was reported that the pcea tubing was leaking near the connection to patient's IV site. The connection was reported to be tight, and the medication dripped onto the patient's pillow. There was no patient harm.